Event description:
It was reported that a user¿s freestyle libre 3 plus continuous glucose monitor failed to provide readings after activation, and repeated rescans returned a ¿sensor already in use¿ message; the user then entered capillary blood glucose values into the ilet pump to continue dosing and subsequently paired a new sensor that began warming up, with guidance to use bg run mode until cgm data resumed. Symptoms included no reported adverse clinical manifestations. Outcomes included continued insulin therapy using manual blood glucose entries and restoration of cgm functionality upon pairing a new sensor. Investigation included technical troubleshooting and user education. Investigation of this case revealed an initial pairing or sensor activation failure that was resolved by initiating a replacement sensor and extending bg run mode. It was concluded that the event was related to cgm pairing failure, with the ilet pump performing as designed when operating in bg run mode and no injury reported.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.